Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer consumed sweet drinks to address bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A correction bolus was delivered to address bg.